Event description:
Received an esp call at 2:00 am cst sat (B)(6) 2012 from the hospital. Spoke with a representative in the ICU. Patient was on a cs100 with a linear 34cc balloon. Problem "blood back into machine". The ICU representative said they had an obvious leak and were instructed by the doctor to put the pump in standby. The ICU representative wanted to know how to stop it from alarming. Instructed to shut pump "off" or continue to hit mute button. The doctor will not be in until am to pull catheter...instructed our recommendation is to pull within 30 minutes...she knew but... . Mention he/she should allow more bleed back because of delay. Told pump needed to be pulled out of service for bio-med.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extension tubing was also returned. Product evaluation. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and one leak was detected on the membrane approximately 1.5cm from the rear seal measuring 0.038cm in length. Conclusion. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The membrane penetration located within an abrasion mark is typical of that produced by contact with calcified plaque during counterpulsation therapy. A review of the device history does not indicate any lot specific issues. (B)(4).